Event description:
A caregiver reported that a pt experienced hyperglycemia while using a surestep meter. Pt had 2 er1 messages on event date on the ss meter 5 mins apart. Pt reportedly uses 3 ss meter. Caregiver uncertain which ss meter was related to event. Pt was thrashing, irritable and moaning before testing on the ss meter. Paramedics were called and pt was transferred to hosp where their blood glucose was 1000mg/dl. Pt was admitted to hosp and treated for hyperglycemia because pt was on renal dialysis. No further info has been reported.